Event description:
The following was reported to davol per maude event report (B)(4). It was alleged that in 2008 the pt had surgery for an inguinal nerve entrapment; during this procedure the md placed a large bard flat mesh at the surgical site as he was unable to close the wound. The pt reports experiencing severe pain and that the mesh has adhered to her femoral and inguinal nerves, and has embedded into her muscle tissue. She alleges that she can barely walk, and she feels the mesh moving. She further alleges that the mesh feels "lumpy" and is compressing her femoral nerve. The pt reports that in 2012 she had an exploratory surgery, and that the mesh was not removed during this surgery due to the procedure being too complex and the surgeon told her "it would take a group of surgeons to perform the explant." Pt reports that she is currently awaiting surgery. The following is additional info provided by the pt prior to this MDR submission: pt has reported that the mesh was explanted due to nerve/entrapment/pain. Pt also stated that she would not be sending her medical records to davol at this time.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have however, contacted the initial reporter to request additional info. Pt stated that she does not want any further contact with davol and that she would not be sending her medical records at this time. The lot number as reported is not valid; therefore, we are submitting this report under the reported product catalog number and unk lot number. Additionally, the explanted mesh has not been returned for eval. If additional event and/or eval info is obtained, a f/u MDR will be submitted.